Event description:
It was reported that during an implant procedure, the patient received a defibrillation threshold (dft) shock from the device without being fully anesthetized due to miscommunication between the medical equipment company representative and the physician. The physician stated there was no harm to the patient and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).